Event description:
Patient was hospitalized, approximately 5 years following implantation of 2 cypher stents, for myocardial infarction. The subject presented to the emergency room in shock. He was diagnosed with hypotension and third-degree-av block. A coronary angiography showed 50% stenosis of the distal left main, diffuse artery on the mid left anterior descending and diagonal branch without significant stenosis, 40% stenosis of the third part of the circumflex, subocclusion at the level of the implanted stent at the end of the proximal right coronary artery, progession of atheromatose with 80% stenosis at the mid right coronary artery (rca) after the distal part of the 2nd stent, and a lesion of 70% stenosis beginning at the distal rca. Ventricle graphy showed akinesia posterior with limited systolic function, ef 58%. The patient was treated with angioplasty of the rca, a pre-dilation balloon of 3.5mm diameter. A driver 3.5x12mm stent was placed in the distal rca. A driver 3.5x30mm was placed allowing coverage of the intra stent lesion in the proximal rca and the post-stent lesion in the mid rca. There were no complications during this procedure. The patient was discharged from ICU and transferred to the cardio unit. Upon discharge from the ICU, the patient was taking 6 amp. Cordarone for 24 hours, clexane 60, 2xday, aspirin once a day, and plavix 75mg a day. After the transfer the patient had several episodes of ventricle fibrillation, which required ccp. After hemo-dynamic and rhythmical stabilization, everything was normal. A control angio was performed and showed good results in the rca. The patient is being was discharged on 1 aspirin and plavix, 75mg, per day. During the index procedure, two cypher stents 3.0x18 were placed in the mid rca. The target lesion had a diameter of 2.67mm, 71% stenosis, and a length of 28mm. There was no calcification or tortuosity. The timi flow was 3. There was no pre-stent angioplasty done. The first stent was deployed at 14atm. The second stent was planned for the long lesion. The second stent was deployed at 20atm, proximal overlapping to the first stent. No post dilatation was performed. The final stenosis was visually estimated at 16% and timi flow was 3. The patient was prescribed 100mg aspirin and 75 mg plavix at discharge.

Manufacturer narrative:
Please note that the device referenced in d4, is distributed outside the united states. However, it is similar to the us distributed drug eluting stents. Additional information will be submitted within 30 days of receipt.